Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent (tsvtb10) was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be dried blood inside the implant drive feature and bone debris on the screw vent. Product was measured and matched to the DHR print description. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was none. The reported device was located on tooth #4 (universal) and was used for approximately 2 days. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot number (1242044) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Sterilization records ((B)(4)) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (1242044) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant placed (B)(6) 2021. Patient called in extreme pain the next day and requested implant removal. Implant #14 was removed. Pt. Not returning for replacement. Symptoms as a result of the event: pain.